Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) was 39 mg/dl and carbohydrates were consumed to address the low bg. The cause was not known. As the event had occurred in the past, tandem technical support advised the customer to discuss the event with a healthcare provider.